Event description:
Pt stated that approximately 13 years ago she had an unk mesh implanted during a rectum and bladder lift. Since then she had to have 90% of her colon removed due to lesions and adhesion her lawyer believes were caused by the mesh. She continues to have abdominal pain, constipation, incontinence, and gas. On several occasions the symptoms have been severe enough to send her to the emergency room. She stated that she is upset because her doctor never informed her of the side effects of having mesh implanted. He moved to a different state shortly after the surgery, therefore she never had a post-op f/u.